Event description:
On 10/24/97 this pt underwent the placement of a mediport catheter via right subclavian vein for the administration of chemotherapy. On 9/11/98 the pt required surgery for the removal of this mediport due to its leaking. The catheter had been noted to be fractured.